Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent following procedures, l4-5 anterior lumbar interbody arthrodesis using the application of intervertebral body biomechanical device. Application of inter vertebral body biomechanical device l4-5, peek cage(zimmer spine). L5-s1 anterior lumbar interbody arthrodesis using the application of intervertebral body biomechanical device. Application of intervertebral body biomechanical device l5-s1 fusion, peek fidji cage (zimmer spine). Anterior s1-2 lumbar interbody fusion with the application of an anterior intervertebral body biomechanical device. Application of intervertebral device for lumbar fusion s1-s1. Placement of anterior spinal instrumentation s1-2 synthes titanium screw washer system. Less than one hour fluoroscopic time. Use of morselized allograft (bone morphogenic protein). Preoperative diagnosis: low back pain with left lower extremity radiculitis. Multi level lumbar disc disease. Work injury. As per op notes: residual collagenous endplates were removed and care was taken to preserve the bony endplates at each respective level. Sizers were then used to size for the appropriate interbody graft, both height, lordosis and foot print. A 12 mm tall, 4 degree lordotic large foot print was used at l4-5. This cage was packed with rhbmp-2/acs that had been prepared on the back table and placed onto its inserter. Using the anterior-posterior trajectory the in terbody cage was placed into position.¿ the patient also underwent following procedures, posterior l4-5, l5-s1 and s1-2 posterolateral and posterior bone arthrodesis using local bone autograft and bone extender. Used local bone autograft for bone fusion. Used morcelized allograft for bone extender for bone fusion. L2-5 segmental posterior spinal stabilization system. Less than one hour of intraoperative fluoroscopic time. Preoperative diagnosis: low back with left lower extremity radiculitis. Multi level lumbar disc disease most prominent at l4-5. Work injury. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.